Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history. (B)(4).

Event description:
The patient had two systems including 4 leads. Two of the leads were from the same lot and for off-label use. Device 1 of 3. Reference MFR report #: 1627487-2015-07467 and 1627487-2015-07468. It was reported both of the patient's systems were explanted due to ineffective therapy.